Event description:
The panel processing customization window in labpro (lp) allows the operator to customize the 24 hour hold options for staphylococci and oxacillin using dried overnight panels. This was discovered during current software development activities. Per the dried gram positive procedural manual, accurate detection of resistance requires an extended incubation time of 24 hours for staphylococci organism and oxacillin antimicrobics.

Manufacturer narrative:
This is an internal complaint. Further investigation revealed a gap in the procedural requirements for assay and software design controls. The procedure did not make provisions to document software considerations, in addition to the algorithm. The procedure was revised to include this requirement, as well as other requirements for additional applicable detailed labeling information. For example, instructions were added for the labpro operator's guide in order to document requirements that affect the software. (B)(6).